Event description:
Ed md attempted to insert arterial line, unable to. When removing inner stylet, the stylet came apart in a 'spring-like' manner. Md reported 2 previous instances in previous 2 weeks of having difficulty threading these arterial catheters. Md is very experienced at inserting arterial lines. FDA safety report ID # (B)(4).